Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported on (B)(6) 2018 that the patient had a high blood glucose level of 600 mg/dl. Troubleshooting occurred. Patient treated with insulin pump. Product not expected to return.